Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photographic device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced.